Event description:
The unit was returned for service because it was reported by the customer that the audible alarm was not functioning correctly. The malfunction was discovered by the biomedical technician during testing. There was no pt involvement or reported pt harm. During the repair evaluation the customer's complaint of audible alram malfunction was confirmed. The unit has been forwarded to engineering for root cause analysis of the alarm failure.